Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified the device was broken shell, flat creases, red particles material was found on the shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp, wear abrasion and one sharp edge opening in the shell with nick other. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side anterior assessed as unidentified (tear) opening. A sharp edge opening in the shell with nicks other in the side posterior assessed as surgical impact opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.